Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for not feeling well but was not documented. Customer reported that the insulin pump had blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Troubleshooting was performed for blank display. It was unknown that if the insulin pump was in auto mode at the time of the incident. Display did not return after insulin pump restart. The insulin pump will be returned for analysis.